Event description:
It was reported when using the bd vacutainer® push button blood collection set the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: "the needle detached from the set when removing the safety shield from the needle."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: "the needle detached from the set when removing the safety shield from the needle."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report # (B)(4): and is therefore over-reported.